Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision due to take place on (B)(6) 2015. Right, xl, reason(s) for revision: alval / soft tissue reaction. Update - received and added the correct lot numbers for cup, head and sleeve, added all expiry and manufacturing dates. Taken from email dated 3rd june 2015 - ab on 3rd june 2015. Update 18 jun 2015: added missing manufacturing location for stem. Sm 18 jun 2015. Update: 9 september 2015: updated reasons for revision to include pain and osteolysis. Added name of primary surgeon and hospital. Taken from scf . (Pd 9 sept. 2015). 06 oct 2015 - update - rcvd confirmation that revision has taken place (B)(6) 2015 - kf 07/10/2015.